Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that multiple infusion sets used with the insulin delivery system triggered occlusion alerts shortly after insertion, with the issue resolving only after changing the supply. Symptoms included hyperglycemia on one occasion. Outcomes included user-performed set changes with restoration of therapy. Investigation included a review of product-use details and request for lot identification, insertion findings, tubing length, and shipping information to support follow-up and trend analysis. Investigation of this case revealed an occlusion associated with the infusion set and related tubing/cannula component, consistent with known device-related flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.